Event description:
Customer reported that while running an htlv I/ii assay, summit sample handler did not dispense reagent in multiple wells and no error code was generated. A field service engineer was dispatched and noted that two tip clamps were stuck in the raised position. The instrument was cleaned and operational checks were performed. No death or serious injury resulted from this incident.